Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on(B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("the left one was spontaneously expelled in 2018") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2018 she experienced device expulsion (seriousness criterion medically important). On unknown dates she experienced tendonitis ("tendinitis of the right shoulder, elbow, knee and achilles¿ tendon on the right side only, the only side where I have an essure left") and arthralgia ("joint pain on the right side only, the only side where I have an essure left"). At the time of the report, the tendonitis had not resolved. No causality assessment was received for essure with regard to device expulsion, tendonitis or arthralgia. The reporter commented: tendinitis and joint pain on the right side only, the only side where I have an essure left; the left one was spontaneously expelled in 2018. Patient¿s current status: tendinitis of the right shoulder, elbow, knee and achilles¿ tendon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-jun-2023. The most recent information was received on 15-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("the left one was spontaneously expelled in 2018") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2018 she experienced device expulsion (seriousness criterion medically important). On unknown dates she experienced tendonitis ("tendinitis of the right shoulder, elbow, knee and achilles¿ tendon on the right side only, the only side where I have an essure left") and arthralgia ("joint pain on the right side only, the only side where I have an essure left"). At the time of the report, the tendonitis had not resolved. No causality assessment was received for essure with regard to device expulsion, tendonitis or arthralgia. The reporter commented: tendinitis and joint pain on the right side only, the only side where I have an essure left; the left one was spontaneously expelled in 2018. Patient¿s current status: tendinitis of the right shoulder, elbow, knee and achilles¿ tendon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.